Event description:
It was reported that the patient was experiencing pain and itchiness at the ipg site due to ipg migration. It was noted that the pain area was achy, burning, numb and tingly in nature. The patient was also experiencing inadequate pain relief. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively. Nothing was explanted.